Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked case and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed button error; her buttons were also non-responsive. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer did not recall any significant events leading to the button error alarm. Additionally, the customer recently experienced a low blood glucose of 23 mg/dl. The patient passed out as a result. She treated with juice and glucose tablets. The customer also had a high blood glucose of 600 mg/dl the night prior to calling. The patient treated for the hyperglycemia via insulin pump therapy. Due to the keypad issues, the insulin pump will be returned for analysis.